Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis of the returned sample confirmed that the catheter tip was partially separated from the shaft. Additionally, exposed internal components and stress-related defects, including plastic cracking, were observed at the separation site. The observed damage is consistent with mechanical stress and may be associated with the resistance encountered within the sheath, as reported by the customer, which could have contributed to the tip separation. A device history record evaluation was performed for the finished device lot number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The potential cause of the broken tip could be related to the handling of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia/ wolff-parkinson-white (avrt /wpw) ablation procedure with a soundstar crystal ultrasound catheter and the physician had some difficulty advancing the catheter into the groin. When the catheter was removed, they noticed a kink in the catheter and the outside coating had a crack in it. When the catheter was replaced, the issue resolved. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual analysis of the returned sample confirmed that the catheter tip was partially separated from the shaft. Additionally, exposed internal components and stress-related defects, including plastic cracking, were observed at the separation site. This finding is MDR reportable.